Manufacturer narrative:
The affected device was tested by dräger service and the log file was provided for the investigation. The log shows that the device detected a deviation in turbine speed during ventilation on (B)(6) at 1:56 and as a result generated the high-priority visual and audible alarm ¿device failure 42.0000¿. The device continued ventilation until it was switched off and on by the user starting at 1:58 and afterwards the ventilation continued. At 2:02 the same device failure was alarmed again, and the ventilation continued. At 2:13 the device performed a reboot sequence during ventilation. After the reboot the device was switched to standby by the user. Based on the log entries and reported information a deviation in the blower control or blower system including its cabling is the likely root cause. However, during a full functional test according to manufacturer specification and a specific test of the blower components and cables no malfunction was found. Therefore, no definite root cause could be determined. The device reacted as specified to the detected deviation by alarming the user and performing a restart in an attempt to solve the issue. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down without alarms during ventilation of a patient. The user immediately applied manual ventilation and switched the device. The patient spo2 dropped to 60%. No resulting injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down without alarms during ventilation of a patient. The user immediately applied manual ventilation and switched the device. The patient spo2 dropped to 60%. No resulting injury was reported.